Event description:
A complaint of high readings was received on a customer's precision xtra blood glucose meter. The customer felt unwell, a reading of 175mg/dl was obtained on the meter by samu. The customer was admitted to hosptial with hypoglycemia. A reading was obtained of 25mg/dl on the laboratory analyser. The laboratory comparison test was performed an hour and 35 minutes after the test using the customer's precision xtra meter. The customer was given a glucose solution at hosptial.